Event description:
It was reported that, a 980 ventilator generated a serial number mismatch diagnostic message. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A universal serial bus (usb) flash drive was returned to covidien/medtronic¿s failure analysis. A visual inspection found no notable conditions. An investigation was performed and the identified root cause of the reported issue was isolated to the failed usb flash drive. The issue will continue to be internally investigated.